Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A nurse called for the customer to report that the customer went through an MRI and received a motor error alarm and a motor position encoder error alarm. The customer's reading was 135 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self test. The pump failed the displacement test, followed by a motor error alarm during the rewind. A motor position encoder error alarm was confirmed in the history file due to an out of phase motor encoder signal. Unable to perform the basic occlusion, occlusion, excessive no delivery, prime or unexpected restart error tests due to the motor error alarms. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.